Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿crack directly under the drip chamber¿ of an interlink secondary medication set. It was not specified when in the process this occurred. Patient involvement is unknown. Additional information was requested and is not available.